Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found the device delivered three shocks. Then, the device was put into sync mode and had several charge attempts that were disarmed due to pressing the energy select button. In sync mode, the shock button needs to be pressed and held in order for the unit to detect the r wave and deliver a shock at the appropriate time. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.